Event description:
Caller reported a tandem mobi cartridge alarm, and it was verified that there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and, as a resolution, arranged to replace the pump since it was still under warranty. The customer was instructed on how to put the pump into storage mode and to return it within 10 days using a pre-paid label to avoid charges. The replacement pump required the customer to reprogram their settings and connect their cgm. The customer understood and acknowledged all instructions provided. Customer will continue to use current pump.